Manufacturer narrative:
Follow-up #1 05/29/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings: the pump black box showed that loss of prime warnings had occurred associated with low non-zero force. The pump performed an ezprime sequence and was exercised for 24 hours without loss of prime warnings occurring. A force sensor calibration test was performed and confirmed that the force sensor was within specifications. The pump was opened and no contamination or defects were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging loss of prime warnings occurring across multiple different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.